Manufacturer narrative:
A philips field service engineer evaluated the device and there was no malfunction. The device passed all standard testing and was returned to service. The mrx instructions for use states that "the presence or absence of a muscular response to the transfer of energy during electrical therapy is not a reliable indicator of energy delivery or device performance." The device was functioning as designed and intended, and there was no malfunction. This information was provided to the customer.

Event description:
The customer reported that a neonate had an unexpected muscular response when a "no shock delivered" message was heard. The customer stated that there was no negative pt impact.